Event description:
Awl was placed into the center of the femoral footprint of the acl. Flexible passing pin was inserted. This broke and was removed from the femoral tunnel. Second passing pin was advanced out the lateral aspect of the femur. Surgeon noted the end of the wire was no longer visible. Fluoroscopic image noted passing pin localized within the bone and was not visualized within the knee joint. The tunnel was then measured at about 50 mm in length. A 10 mm flexible reamer was drilled to a dept of just under 45 mm. The tunnel was inspected. All bone debris was removed. Broken passing pin was able to be visualized within the tunnel. Passing pin retained in pt.